Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate and verify the reported issue. It was observed that there was poor connection between connector 14 and power module j47. The root cause of the reported issue was determined to be due to a faulty/failed power module pcb assembly. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing, the device was subsequently returned to the customer for use.